Event description:
A call to technical services on (B)(6) 2011 states that patient with a medtronic system has chronically low shock impedance. The system is being replaced. Psa measurements vs device lit, less than 20 ohm on device/lead system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).